Event description:
It was reported that before using the unit a liquid leak was identified below the console. Once the device was in use, an abnormal sound was perceived. As a result, the procedure was suspended after the patient had been administered general anesthesia. Upon further inspection, it was noticed that the water flow sensor material of the cooling system formed cracks over time, leading to the water leakage. The abnormal sounds came from the water pump. There were no error messages displayed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, the cooling system water flow sensor was identified to have cracks leading to a leakage. The chiller tank is filled with deionized water to be pumped to cool the system/laser brick during laser energy generation. When the coolant falls below the minimum mark on the tank, the system is likely to become noisy. As the coolant is continuously pumped throughout normal course of use, the deionized water needs to be maintained above maximum mark in the tank. It is likely that the component leakage could have affected the device performance leading to the reported event.

Event description:
It was reported that before using the unit a liquid leak was identified below the console. Once the device was in use, an abnormal sound was perceived. As a result, the procedure was suspended after the patient had been administered general anesthesia. Upon further inspection, it was noticed that the water flow sensor material of the cooling system formed cracks over time, leading to the water leakage. The abnormal sounds came from the water pump. There were no error messages displayed. There were no patient complications.